Event description:
It was reported to philips that one of the computers was unable to power on, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that one of the computers was unable to power on, preventing a full system boot. Review of the logfile shows ¿the computers was unable to power on, preventing a full system boot¿ malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that problem with the system software and requested onsite support. The philips field service engineer (fse) inspected the system onsite and found a problem in the post-processing workstation and studies were recorded on intelli space cardiovascular (iscv) disks. The fse confirmed iscv software on the post processing workstation was damaged. To resolve the issue, fse reinstalled iscv software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.